Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It is reported that a premature implant exchange (after 3 years) was necessary due to a particularly high metal abrasion.

Manufacturer narrative:
An event regarding altr and wear involving a pca head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a review by a clinical consultant noted: there is surgical report of the revision surgery on (B)(6) 2016, that documents ¿black synovitis¿ due to metallosis. Contact between femoral head and cup rim cannot be established however which makes the cause for this metal abrasion difficult to establish. The polyethylene insert was found to be normal without evidence for wear. There is a hooded insert in the cup that is positioned anteriorly and as such represents a strange location for the hooded insert and may indicate cup shell malposition. Normally, such hoods are placed postero-superiorly. All specimen did show "periprosthetic membrane with significant evidence of metal wear debris¿ without presence of polarizing materials which confirms no poly wear particles were present in the tissues and further supports the evidence that the possible stryker insert was not contributing to the problem. Pe particles provide polarize contrast.[...] The big question mark thus remains where the metal abrasion of the femoral head came from, it would be possible that remains of osteosynthesis material of previous surgeries had contributed to this but there is not enough info to address this question adequately. More information would be required to solve this case in more detail. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded: more information would be required to solve this case in more detail. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including detailed operative reports, patient history, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It is reported that a premature implant exchange (after 3 years) was necessary due to a particularly high metal abrasion.